Event description:
Customer reported unexpected negative reactions with the 2_cell screen assay on galileo. A patient sample tested equivocal; when visually inspected, it appeared to be positive. The sample was rerun and tested negative. Customer ran the sample using ab_ID and extend dp panel, and identified an anti-k. The sample was repeated using the tube method with panoscreen. Cell I (k+k+) reacted 3+ at iat; cell ii (k-k+) reacted 3+ at iat. Patient was transfused in 2007 with 2 units of kell negative, red blood cells.

Manufacturer narrative:
Instrument images appear normal; rois did not appear to be misaligned. The presence of the k antigen was confirmed on retention capture-r ready-screen (I and ii), lot x212. The customer did not return product for investigation but did return sample. Manual testing was performed with sample and retention crrs (I and ii), lot x212. The sample exhibited moderate reactivity with cell I and was nonreactive with cell ii. A 2_cell assay was performed on in-house galileo with sample and retention crrs (I and ii), lot x212. The sample exhibited strong reactivity with cell I (k+) and was nonreactive with cell ii (k-). The customer's observations were not reproduced.